Manufacturer narrative:
The shaft was broken at the proximal bond. The balloon and tip were returned inside a 7 french introducer sheath. The sheath showed signs of compression. The distal end of the shaft was severely stretched. The balloon and tip were extracted from the sheath. The distal 25mm portion of the balloon was not fully wrapped but the remainder of the balloon was tightly wrapped. The withdrawal difficulties experienced were mostlikely caused when the physician attempted to withdraw the poorly folded distal portion of the balloon back into the introducer sheath. The manufacturing records were reviewed and no issues or discrepancies were found and the device met all specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors.

Event description:
It was reported that during a percutaneous transluminal angiography procedure, balloon withdrawal resistance occurred. The 75% stenosed target lesion was located in the mildly tortuous iliac artery. The 10.0x60mm express vascular ld stent was placed in the target lesion. The physician experienced severe resistance when attempting to remove the deflated balloon. The physician was able to pull the delivery balloon half way inside the 7f sheath, but the shaft was torn. No device fragments remained inside the patient. The sheath and delivery system were removed as a unit. Another 8f sheath was used to complete the procedure. There were no patient complications and the patient was reported to be "good". This product is only ous approved but it is similar to an approved us device.